Event description:
Healthcare professional confirmed capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Clarification to d.6b.: explant date provided is a scheduled date.

Event description:
Patient reported, right side "capsular fibrosis", baker grade unknown. Leading to deformation and pain. Healthcare professional confirmed, capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "capsular fibrosis," baker grade unknown leading to deformation and pain.

Event description:
Patient reported right side "capsular fibrosis," baker grade unknown, leading to deformation and pain. Device remains implanted.